Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system had frequent premature ventricular contractions (pvcs) that impacted device timing. Biv (biventricular) pacing was programmed on, and electrogram (egm) review revealed intermittent undersensing, a mix of scheduled pacing and biv pacing, and intermittent pacing inhibition. Device counter showed 66% rv pacing and 74% lv pacing, and programming assistance was requested to increase pacing percentages. Technical services (ts) discussed that counter differences may be attributed to ectopy and/or pvcs. Technical services (ts) reviewed troubleshooting options and programming considerations. At this time, the device remains in service. No adverse patient effects were reported.